Event description:
It was reported (B)(6) 2026 the practitioner inserted a PICC line. Once the PICC line had been inserted, it was secured with a single suture using spartan suture material and the statlock fixation system from the kit. On 22/03/2026 when the patient was moved, the PICC line fixation failed and the PICC line was pulled out. This resulted in the patient being taken back to the operating theatre and sedated for the insertion of a PICC line. The patient developed disseminated intravascular coagulation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.